Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a failed battery test, and low battery alert. Customer's blood glucose level at the time 113mg/dl. Troubleshooting occurred. No additional information was provided.